Event description:
On (B)(6) 2012, customer reported that over the past 3 days cuvette wipers fell off wash station probe #4 and lodged into a cuvette in the reaction wheel of their dxc 600 pro instrument. Customer also reported that on (B)(6) 2012, several cartridge chemistry (cc) analytes were affected and erroneous results were generated. Customer mentioned glucose (glu) and several other analytes. Customer stated that results were later amended. There was no affect to patient treatment. Customer did not provide any patient data or results, even though multiple attempts were made for this data. Customer would not provide any other details regarding patient results to beckman coulter. Data provided from proservice indicated a cuvette system status error the day of the event which alerted the operator to take action. Quality control (qc) data provided for glucose, lipase and alkaline phosphatase did not indicate any problems prior to this event. Field service engineer (fse) evaluated the instrument and replaced multiple parts including the vacuum probe and probe #3 on the wash station, a bent sample mixer, and valve 0 on the wash manifold. Fse cleaned the cuvettes and aligned the wash tower. No further problems were reported. Failure mode for this event was hardware related to the cc side of the instrument.

Manufacturer narrative:
Evaluation results: fse replaced multiple parts including the vacuum probe and probe #3 on the wash station, a bent sample mixer, and valve 0 on the wash manifold. Fse cleaned the cuvettes and aligned the wash tower.